Event description:
A report was received that the patient was explanted due to infection at the ipg site. The patient had been experiencing redness and soreness to the touch at the site. The physician does not think the infection was procedure related. No further information was provided by the physician.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-70, serial#: (B)(4), model description: artisan surgical lead with platnalock technology - 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.